Event description:
Removal of a known ruptured silicone breast implant. Pt had bilateral breast augmentation on (B)(6) 2003 with mentor worldwide silicone breast implants. Ultrasound diagnosed spontaneous left ruptured, surgical removal and bilateral replacement with mentor silicone gel implants.